Manufacturer narrative:
As of (B)(6) 2010, the event remained unresolved. The physician did not provide causal assessment between the event and the use of super poligrip. (B)(4).

Event description:
This case was reported by a consumer via the FDA medwatch program ((B)(4)) and described the occurrence of tingling of toe in a male pt who received super poligrip cream (formulation unk) for denture adhesion. On 1997, the pt started super poligrip cream (dental). On (B)(6) 2007, the pt experienced tingling of toe. The regulatory authority reported that the event was clinically significant (or requiring intervention). Treatment with super poligrip cream was discontinued. At the time of reporting, the event was unresolved. F/u was received from the pt's physician on (B)(6) 2011. The pt's concurrent conditions included hypertension, iron deficiency anemia, cardiomyopathy and mitral regurgitation. Magnetic resonance imaging (MRI) of cervical spine (without contrast) showed abnormal signal in posterior columns. Differential diagnosis included familial hereditary paraparesis, multisystem atrophy, htlv infection and toxic/metabolic etiologies. MRI of brain with and without contrast performed on (B)(6) 2007, showed several small nonenhancing white matter lesions consistent with either demyelinating disease and small vessel ischemic disease. The pt's diagnostic workup from (B)(6) 2007, revealed that oligoclonal bands were present in cerebrospinal spinal fluid and the myelin basic protein level was elevated at 9.02 (uln 4.10). In (B)(6) 2007, the pt's copper level was low at 2 (normal 70-140). By (B)(6) 2010, the pt's copper level had increased to 29.